Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The distributor reported on behalf of the customer, during a preparation for use, the endoeye flex deflectable videoscope presented a no image-unrestorable error code. The scope was being used with the visera elite ii video system center. The intended procedure was completed with another scope. There was a delay of unknown time to replace the subject scope with another scope. It was unknown if the patient was under general anesthesia. Two (2) endoeye flex deflectable videoscopes malfunctioned in different procedures in the same manner on the same day. No patient injury reported. The subject device had been autoclaved. The same phenomenon had occurred many times. In the previous events on unknown dates, the intended procedure was completed with another scope. There was a delay of unknown time to replace the subject scope with another scope. It was unknown if the patient was under general anesthesia. No patient injury reported. The complaint is related to patient identifiers (B)(4) (endoeye flex deflectable videoscope, ltf-s190-5), (B)(4) (endoeye flex deflectable videoscope, ltf-s190-5), (B)(4) (endoeye flex deflectable videoscope, ltf-s190-5). (B)(4) and (B)(4) are the endoeye flex deflectable videoscopes that malfunctioned in the same manner on unknown dates.

Manufacturer narrative:
The complaint is related to patient identifiers (B)(6) (endoeye flex deflectable videoscope, ltf-s190-5), (B)(6) (endoeye flex deflectable videoscope, ltf-s190-5), (B)(6) (endoeye flex deflectable videoscope, ltf-s190-5). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported no image issue could not be determined, however, it is likely the issue was the result of a failure of the image sensor unit, a board inside the video connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.